Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient believes their "machine" was not working. Patient indicated that when they sit it gives them pain in their back and they can't sleep on their side. No further complications reported and/or anticipated at this time.